Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note attached list of additional devices implanted in patient; contralateral leg component (pxc141200/lot#04786803).

Event description:
In 2007, this patient was treated with a gore excluder aaa endoprosthesis. On approx five months later, this patient complained of back pain. The physician took a computed tomography scan and found air/gas in aneurysm sac. Patient also had an elevated white blood cell count. On approx a month earlier, CT imaging showed infolding of the trunk-ipsilateral limb. This was confirmed on follow up CT on the end of the following month. On four days later, the devices were explanted confirming an aorto-enteric fistula by the duodenum and performed a procedure where the physician fashioned an aortic femoral graft from the patients own tissue. The surgery was successful. The patient is doing well. The devices will not be returned.